Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that a tampon came apart leaving a piece behind. She went to the doctor to remove the piece and was diagnosed with an infection and prescribed antibiotics. Condition is resolved.